Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implantation, the plunger was stuck in the injector, preventing the lens from ejecting. The tip of the injector made contact with the patient. The surgeon tried to insert the lens, but it could not be inserted. The surgeon attributed the issue to a faulty injector. The procedure was completed the same day using a replacement lens. There was no patient harm. Based on the additional information provided, a replacement lens (same model and diopter value as that of the original lens) from the company was utilized to complete the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections, h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).